Event description:
It was reported that the customer had a failed battery test. The customer's blood glucose level was 187 mg/dl. The customer call back after receiving replacement battery cap had a failed battery test on insulin pump. The customer also reported that he had a new aaa alkaline battery store at room temperature. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin and revert to backup plan. No further infomation was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.